Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no reported adverse impact to the customer's blood glucose level.